Event description:
It was reported that cartridge alarm 20 occurred on pump and recurred even after a new cartridge was loaded using proper technique, preventing customer from successfully resuming insulin therapy. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged a replacement pump, confirmed shipping details, instructed customer to place problematic pump in storage mode and return it with a prepaid label within 10 days, and advised customer to reprogram pump settings and reconnect continuous glucose monitor on replacement device.